Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -5.50 into the patient's right eye (od) on 24-apr-2022. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4).